Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was not operating as designed and required replacement. However, confirmation of replacement has not been provided.

Event description:
Medtronic received information that, while outside of a procedure, the batteries of the imaging system were depleted. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that the system software invalidated home performance. The power conversion was replaced and a full system checkout was performed once the part was replaced and all tests passed.